Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). According to the evaluation by ofr, the following was found. The adhere of bending section rubber was peeled off. The metallic stent in biopsy channel was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A metal stent got stuck in the channel of the device. Olympus incoming inspection confirmed the phenomenon and was able to remove the stent from the channel. No channel damage was noted. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa k.g (oekg). Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg there was the possibility that the reported phenomenon was attributed to the deviated handling by the user facility from the instruction manual.